Event description:
A 75-year-old male had upper endoscopy performed for bleeding. Standard and side-viewing scopes were used for the procedure. The side-viewing scope end cap dislodged on scope withdrawal but was not recognized until the patient reached the recovery room. The cap was removed from the patient's mouth in the recovery room without difficulty. No additional interventions were required.